Manufacturer narrative:
Product evaluation: the lens was returned. Solution was dried on the lens. One haptic is broken in the distal area. The other haptic is bent in the gusset area and scraped distal area. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause for the reported pc-tear and removal of the iol could not be determined. A malfunction has not been indicated against the lens. Information was provided by a hcp thatduring surgery, the membrane of the back of the eye was torn, the lens was not able to hold then taken away again. No further information has been provided. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An eye specialist reported that the membrane of the back of an eye was torn during an intraocular lens (iol) implant procedure. The eye was not able to hold the lens, therefore; it was removed.